Event description:
It was reported that the motor device was shutting on and off during use. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report stated that it was not reported if there were any delays in the surgical procedure and if there was patient involvement. Has been corrected to state: there were no delay to the planned surgical procedure. There was no patient involvement. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that there was an electrical pin pushed back in the connector which caused an intermittent stopping of the device. It was determined that this was a result of the connector body not being properly aligned with the console and trying to force it in. The assignable root cause was determined to be due to due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.